Event description:
Pt having PICC line placed. There was resistance when attempting to remove the guidewire. Attempted to remove the guidewire and introducer together. The guidewire broke, leaving a portion in the pt. The pt was taken to radiology and the retained guidewire was removed.

Manufacturer narrative:
A chr of lot #reqk0495 showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.